Event description:
Additional information was received from a consumer. The patient did not know what led to the por code and loss of stimulation. It was noted it may have been from the patient going to the airport in october or possibly from when they got a massage on their back a while ago, and that it could have been out since (B)(6). The patient saw their doctor yesterday and they were able to get the device working again using the clinician programmer. It was noted the device must have reset itself somehow because the patient could not get it going again with their programmer. The patient planned on having the device replaced. No further complications were reported/anticipated.

Event description:
Additional information was received from a con. It was reported that, after the por code, their doctor got it working again. However, within the last month prior to the report, it stopped working again because of another por code. They were going to be scheduled for surgery, probably in (B)(6) 2017, for a total system replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient stopped feeling stimulation on the day prior to the report. When they were checking the implantable neurostimulator (ins) on the day of the report, they noticed a power on reset (por) code. They were redirected to a healthcare professional (hcp). There were no symptoms or further complications reported or anticipated.